Event description:
Customer reported that the bolus wizard settings on the insulin pump were not correct and the bolus wizard was not working at all. Customer refused troubleshooting. His blood glucose was 325 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was cracked reservoir tube lip and minor scratched lcd window.